Event description:
During a spinal fusion procedure at the user facility the device was tracking inaccurately, approximately 4 cm to the left, resulting in the use of an unknown non-navigated screw to complete the procedure. The initial reporter advised that there was no impact to the patient or clinically significant delays associated with the procedure.

Event description:
During a spinal fusion procedure at the user facility the device was tracking inaccurately, approximately 4 cm to the left, resulting in the use of an unknown non-navigated screw to complete the procedure. The initial reporter advised that there was no impact to the patient or clinically significant delays associated with the procedure.